Event description:
It was reported that the patient had ineffective stimulation that was not resolved with reprogramming. As a result, surgical intervention was undertaken in (B)(6) 2025 where patient had the entire system removed to address the issue. A specific date was not provide.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.